Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 3e-e keyboard's right-side number pad was not working for the 4, 5, and 6 keys. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) addressed the reported keyboard issue by reseating the universal bus cable and verified proper functionality by successfully using the keyboard. The system functioned as intended after the field service engineer repaired the device.